Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when temporarily disconnecting a bifurcate from the patient's port, the collar of the bifurcate completely broke and slid off the bifurcate. There was patient involvement, and "minimum" patient harm/adverse event reported.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 1526863-2025-00062-00 for details pertinent to this event.